Event description:
A tandem mobi cartridge alarm was reported during the load process by a customer, and it was confirmed by cts as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump since the customer experienced consecutive cartridge alarms. The customer was advised to use an mdi as a backup therapy to prevent any interruption in insulin delivery. Cts informed the customer about the steps to take upon receiving the replacement pump and advised how to store and return the faulty pump. The customer understood and agreed to the instructions provided.